Manufacturer narrative:
D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu (lot#unknown); sigphandle, sig power sigphandle handle (serial#unknown); sigpshell, sig power sigpshell control shell (lot#unknown); egia60amt, egia60amt egia 60 artic med thick sulu (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sigmoid colectomy, before intestinal resection, when the reload was attached to the powered handle, after the clamp test, the jaws did not fully close, and it could not be inserted onto the trocar. Although the reload was replaced, the same event occurred. Forcibly, the stapler jaws were inserted into the trocar with stapler jaws pushed from the outside, and firing was performed. When this was performed, oozing occurred with the staple line. When the hemostasis operation using a soft coagulation device was performed, bleeding was able to be stopped.